Event description:
Customer alleged when the bed was unplugged the battery light was on but manual functions did not work. The bed operated normally when plugged into an outlet.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.